Manufacturer narrative:
Additional information: the device was not received for investigation therefore; the reported issue cannot be confirmation. A manufacturing device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release with no problems or issues identified during this DHR review. The root cause for the reported issue could not be determined. If the product is returned at a later, a summary of the investigation results will be provided in a supplemental report. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147., corrected data: no information has been provided to date.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps reason was returned du to plunger sensor error and base hardware failure. No patient involvement.